Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient finished the procedure and when the tr band 2 was placed and inflated, the air immediately released. The device was tried again and the tube coming from the arteriotomy pillow was rapidly releasing air.

Event description:
Additional information was received on 12 jun 2023: the procedure prior to the use of the tr band was a heart catheterization. 18ml of air was applied into the tr band. Hemostasis was achieved by holding pressure. There were no other devices used at the access site. No noticeable damage to the device. The device was not manipulated before use in any way. The tr band was stored like normal, in an air-controlled room. The patient was stable and there was no blood loss.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update sections b1 and b2, to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).